Event description:
Maude report (B)(4), submitted by a health care professional, states that a patient had a cracked hip stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Maude report ((B)(4)), submitted by a health care professional, states that a patient had a cracked hip stem. Doi: (B)(6) 2007; dor: (B)(6) 2013 (unknown hip). The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.